Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested.

Event description:
The customer reported that the ventilator alarmed with blower temperature high message. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per biomed, no part was replaced the filters were cleaned and the problem was corrected. The biomed states that he cannot provide patient information.